Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16634. It was reported the patient had high impedances on lead contacts. Surgical intervention was undertaken on (B)(6) 2021 wherein one lead was explanted and replaced. In regards to the other lead, the doctor could not get the original lead out of place and therefore that lead was left in place and another lead was implanted to resolve the issue. Effective therapy was established postoperatively.